Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/7/2021. H.6. Investigation: one photo and one sample without packaging was received by our quality team for evaluation. The sample was subjected to visual inspection and epoxy was observed on the hub and the cannula. A device history record could not be evaluated as the lot number is unknown. The manufacturing process was reviewed. The probable cause could be that the rack toppled after the lift up unit. The toppling caused he uncured epoxy to be stained on the conveyor surface. Epoxy on the conveyor causes unevenness on the surface which results in the subsequent rack to be prone to topple easily. Any toppled racks may result in uncured epoxy to be transferred to the subsequent product on the rack. The production technician could have failed to remove the affected neighboring rack and clean the conveyor surface.

Event description:
It was reported that a needle 25g 1-1/2in had foreign matter. The following was reported by the initial reporter: "foreign material in needle cap".

Manufacturer narrative:
"Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. "

Event description:
It was reported that a needle 25g 1-1/2in had foreign matter. The following was reported by the initial reporter: "foreign material in needle cap".